Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. The patient reported the irritation was under the electrodes, therapy pads, and under the shoulder straps of the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The patient was given a shot of hydrocortisone/proctozone by his doctor and the irritation improved.